Event description:
It was reported that the patient underwent a full revision due to high lead impedance. Product return is not expected as the hospital historically discards products. No further relevant information has been received to date.

Event description:
It was reported that prior to the patient's prophylactic replacement of their generator high impedance and low output current was detected. As a result the surgeon opted not to proceed with surgery that day. No known surgical intervention has occurred to date. No further relevant information has been received to date.